Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured 5 series of no external power events on 28nov2022. There were caused by power to the mobile power unit (mpu) being briefly interrupted. This could be the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 13 days (15nov22 ¿ 28nov22 per time stamp). On 18nov22 at 19:03:08, 28nov22 at 09:33:31, 09:35:22, 10:11:34, 10:18:37, and 10:23:57, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~0-2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Device history records could not be reviewed due to the serial number of the mobile power unit being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that patient was transported to clinic with no external power hooked up and backup battery was used for an hour. The patient was hooked to wall power; all batteries were charged, as they as they were either not fully charged or totally depleted of charge.